Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery. The 3.5 x 19 mm graftmaster stent was implanted to treat an aneurysm; however, the stent was placed over a small obtuse marginal which caused the vessel to be occluded. There was no treatment for the occlusion, and the patient had a good outcome. The procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of occlusion is a known observed and potential adverse event as listed in the jostent graftmaster instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.